Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for analysis. The ent program and exams start without any issues. Able to register the phantom head model and navigate multiple times during burn-in testing. Accuracy looked good by checking prominent features on the model. No errors found. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The interface box for the navigation system was returned to the manufacturer for analysis. The box was found to be fully functional with no problem found. Registration, tracking, and accuracy looked normal on all 4 tool ports and passed the accuracy test. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative reported that the computer for the navigation system, the emitter and interface box were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The emitter was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The suspect computer and interface box have been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), an imprecision was observed after 20-30 minutes of accurate navigation. The reported issue was reported to be an imprecision of roughly one centimeter. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.